Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that burnt on the bottom. The troubleshooting was performed for blank display. The customer was fixing to change set and looked down and everything was off, they put a new battery in, it was network, did that twice. They usually hear the sounds but not today. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to powers up after installing the battery due to corroded battery tube compartment noted. Stained end cap sticker noted.